Event description:
Device issue: proximal shaft separation. Time of device issue: unk. Adverse event: none. It was reported that there was an unk product issue. Reportedly, there were no pt effects. During return device analysis, a proximal shaft separation was observed.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and no contrast visible which suggests the sds was inserted into the body. The stent implant was stationary on the balloon between the markers of the tightly folded balloon and damage noted to the stent implant. There were no kinks or damage noted to the inner member or tip. The tip length and stent outer diameters were measured and met manufacturing criteria. In this case, it is unk what the nature of the reported complaint truly is. Additional information was received stating that all the events are from the distributor medikanova. The events occurred last year and were not reported on time by the distributor. Additional information regarding the reported event has been requested; however, no information has been received. Analysis also noted the hypotube and jacket were separated and the fracture faces were oval. The material was stretched and jagged at the separation. There was a kink in the hypotube proximal and distal to the separation. There was no other damage noted to the sds. It is possible that the hypotube may have kinked during the procedure but most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for evaluation which subsequently contributed to the hypotube separation. In this case, there is no information available regarding the specific details of this event and a conclusive determination at which point in the procedure the hypotube separated occurred can not be determined. However, as the reported issue is unk and no nonconforming material records and no other incidents have been reported for this lot, there is no indication of a product quality deficiency. All sds are 100% visually inspected prior to release. Additionally, a quality control (qc) audit inspection is used to verify the product quality.